Manufacturer narrative:
(B)(4). Concomitant devices - persona stemmed cemented tibial component right size d catalog #: 42532006702 lot #: 63751134, unknown persona articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient is experiencing an allergic reaction with pain, swelling and the knee is warm to the touch following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.